Event description:
It has been reported to co that as the physician attempted to introduce this device into the pt, it was noticed that the valve of the device was missing. Manual pressure was applied to the site and the pt is reported to be fine. The device is being returned for evaluation.